Event description:
A female pt for laparoscopic cholecystectomy. The surgeon attempted to place the gallbladder into the u.s. Surgical endo catch gold bag. The bag split from the ring upon deployment. The bag was retrieved without difficulty. No harm or injury to the pt.